Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer stated they experienced a high blood glucose level of 460 mg/dl. The customer stated that the insulin pump had a no delivery and the customer stated that she had not worn her pump in the last month and a half due to the issues she was having and her healthcare professional informed her that she was out of warranty and the customer has been having issues managing her sugar and was hospitalized due to high diabetic ketoacidosis. The customer stated that she was just released from a coma she suffered due to high blood glucose levels going as high as being in the 1200's. The customer stated her healthcare professional gave her incorrect warranty information about her insulin pump that wasn't working and she didn't confirm by calling the help line. The customer stated the drive support cap appears normal. The customer also reported they were experiencing unexpected pump errors. The customer stated that the insulin pump was stuck on loop of rewind process/priming. The customer was advised that the insulin pump will need to be replaced. The customer was referred to a back up plan per the healthcare professional's instructions. There was no information to indicate whether or not the customer was wearing the insulin pump during her hospitalization. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with normal operating currents and passed the self test, unexpected alarm error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and the dat test. No excessive no delivery, motor error alarms noted during testing, and no motor position encoder error alarm found in the alarm history file. The motor was tested outside of the device and passed. Pump received with case cracked at the display window corner, cracked lcd window, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.